Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a 1.5x12mm balloon, then the 2.5x38mm xience prime stent was deployed. After post-dilatation was performed with a 3.0x12 mm non-compliant balloon a proximal edge dissection was observed. A 3.5x18mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.